Manufacturer narrative:
Additional information: d9: return date: 14-jun-2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.5/3.0/078 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced vertically with a longer length lens due to lens rotation not associated to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).